Manufacturer narrative:
Qn#(B)(4). The device history review for the product visistat 35w 6/box, lot #73f1600202 investigation did not show issues related to the complaint. The device has not been returned for investigation at this time. Teleflex will continue to monitor and trend related events

Event description:
The stapler stuck. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). The customer returned one unit 528235 visistat 35w 6/box for investigation. The returned stapler was visually examined with and with out magnification. Visual examination of the returned stapler revealed that the stapler appears used as there is biological material present on the device. The staples appear to be properly aligned. No defects or anomalies were observed. The stapler was received with 21 staples left in the cartridge indicating that at least 14 staples were fired by the end user. Reference files (B)(4) for investigation photos. The customer returned one unit 528235 visistat 35w 6/box for investigation. The returned stapler was visually examined with and with out magnification. Visual examination of the returned stapler revealed that the stapler appears used as there is biological material present on the device. The staples appear to be properly aligned. No defects or anomalies were observed. The stapler was received with 21 staples left in the cartridge indicating that at least 14 staples were fired by the end user. Reference attached files (B)(4) for investigation photos. The IFU for this product, l03485, was reviewed as a part of this complaint investigation. The IFU states other remarks: "to obtain optimum staple closure, the trigger must be squeezed all the way in." A corrective action is not required at this time as there were no functional issues found with the returned stapler. The reported complaint of "stapler jammed" could not be confirmed based upon the sample received. The returned stapler was able to form and release all remaining staples in the cover block. A device history record review was performed on the device with no evidence to suggest a manufacturing related cause. There were no functional issues found with the returned stapler. No further action will be taken.

Event description:
The stapler stuck. The patient's condition was reported as fine.